Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the leg for between 37 to 48 hours. The parent removed the pod due to increasing pain at the infusion site and persistent hyperglycemia, with glucose readings displaying ¿high,¿ corresponding to blood glucose levels above 22 mmol/l (>396 mg/dl). Upon pod removal, the infusion site on the upper thigh was noted to be very red, swollen, and hot to the touch. Later that evening, the patient developed fever, shivers, vomiting, and lethargy. Medical attention was sought on (B)(6) 2026 at a local hospital that night, where the patient remained for approximately seven hours and stayed overnight. The patient was diagnosed with an infection at the pod infusion site, treated with anti-sickness medication, and prescribed flucloxacillin 125 mg four times daily for seven days, along with paracetamol and ibuprofen for fever management. The patient was released 7 hours later.

Manufacturer narrative:
Submitting a correction and device evaluation supplemental MDR. Updating b7 (other relevant history) and h6 (health effect - clinical code) for correction (added erythema and alteration in body temperature), h6 (type of investigation, investigation findings, investigation conclusions and h11 (below) for device evaluation supplemental. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined.